Event description:
This is a report of a home patient (hp) who experienced a leak in the twist clamp of their transfer set. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the transfer set was identified. The device was received and evaluation of the device was initiated. Visual and functional testing of the device was performed with no issues noted. Leak testing was also performed with results showing no evidence of the reported failure. The sample evaluation was unable to confirm the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.